Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that insulin pump had button error. Blood glucose was unknown. Customer reported that insulin pump is showing button error. Customer reported that buttons in the insulin pump are not responding at all. Customer reported that they are unable to take bolus as keys are not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.